Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing that appears to affect mode switch operation, atrial pacing, and detection/termination of episodes. It was also reported that the ra lead exhibited low p-waves and functional non-capture due to paced beats in atrial fibrillation (af). It was noted that the patient experienced hypotension. The ra lead remains in use. No further patient complications have been reported as a result of this event.